Event description:
Healthcare professional reported right side lymphadenopathy. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy. Clarification to d9: this date reflects the date photos of the device were received. The physical device has not been received at this time.

Manufacturer narrative:
Additional, changed, or corrected data. Device photo evaluation: device photograph(s) for the device related to the reported event of lymphadenopathy was requested on dec 12, 2023. Visual analysis of the photographs identified: lymphadenopathy: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side lymphadenopathy. The device has been explanted and replaced.